Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode during which she fainted. Paramedics were called and pt received an IV. Pt does not recall the cgm nor the bg values at the time of her episode but reports that cgm had been inaccurate earlier during the day.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.